Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot#: va24eyn, implanted: (B)(6) 2019, product type: lead. Product ID: 37085-60, serial/lot #: (B)(4), ubd: 04-nov-2015, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient had a lead revision on (B)(6) 2019 because the patient was not getting a lot of therapeutic benefit. The lead was replaced and implanted in a new location. Stage two of the procedure was performed on (B)(6) 2020 to replace the extension as well. Impedances were checked in the morning and a short circuit was seen on the right side (right stn), this side had previously been fine and not touched. There were no preop records of a short on the right side and the patient recently had an MRI. The rep was attempting to view the (B)(6) 2019 session report to attempt to determine when the short initially appeared and if it had been there at the time of revision. The rep had covered the lead revision on (B)(6) 2019 and thought the short may have been there at the time of revision but could not determine for sure as they weren't concerned with the right side at that point and didn't look at it closely. Caller attempted to open the session report from (B)(6) 2019 but was unable to due to an error code system error 0x688aa9d1. No further complications were reported/ anticipated.

Manufacturer narrative:
Product ID a610, product type: software. Product ID 37085-60, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID 3387s-40, lot# va24eyn, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that all parts were discarded.

Event description:
Additional information was received that the error received was "system error; the system encountered unexpected error. Please contact tech support. Code 0x688aa9d1." Actions/interventions taken included: replacing the left extension. The right extension and lead had not been "touched up." Preop impedance tests showed there was a bipolar short on the right side. As they were already exposing the left lead and tunneling down to the new ins, it was suggested giving the patient a new right sided extension in hopes to resolve the short. The distal tip of the right lead was examined and dried off. Once both new extensions were attached to the leads and battery, impedance testing was carried out and the short remained. The error message occurred when the rep was trying to recover the impedance report from (B)(6) 2019. It was thought the rep saw a short when initially done, but the rep unclear and the neurosurgeon wanted to see the impedances again to help determine "when the short would have occurred." The patient was stated to have been cleared for MRI in early/mid (B)(6) 2019, and impedances were okay at that time. When the error message occurred on (B)(6) 2020, tech services was called and they instructed the rep to reintegrate the patient's battery, take the impedance test, and see if they could retrieve the report from the reports tab. Looking back on the situation, the rep stated "we did not take into account that the patient received a new ins battery at that time."

Manufacturer narrative:
Continuation of d11: product ID a610, product type: software, product ID: 37085-60, serial# (B)(6), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va24eyn, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.